Manufacturer narrative:
The download data could not be obtained because the device would not connect to the master pdm. The pcb was removed from the device and connected to a power source. The pcb was still unable to be connected to the master pdm due to the corrosion. Without the download data, it cannot be confirmed whether or not a hazard alarm occurred. The housing vent was observed to be punctured. It is unknown when or how this damage occurred or if it contributed to the corrosion observed. Corrosion was observed on multiple internal components. It is unknown when or how this corrosion occurred, lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 300 mg/dl, while wearing the pod between 36 and 48 hours, when it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod.